Event description:
A report was received that the patient was explanted due to a suspected infection at the ipg site. The patient's symptoms were redness and tenderness at the pocket site. The ipg and lead were explanted and the patient was treated with IV antibiotics. The patient was doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.